Event description:
It was reported that the left ventricular (lv) lead was slightly pulled back. Boston scientific technical services (ts) discussed that lv lead is seeing what atrial signals could be and pacing inhibition on lv lead. Also, lv only pacing is capturing right atrial (ra). Ts stated that lv lead was likely dislodged and would have a chest x-ray for confirmation. This lv lead remains in service. No adverse patient effects were reported.